Event description:
Caller reported that the insulin gauge was displaying a different amount than expected, with a discrepancy of 50-100 units. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.